Event description:
Reaction to breast implants, health started to decline with major joint / muscle pain which caused severe inflammation in my body, especially my lower extremities to the point of being debilitating. Health issues continued to increase over the next few years with things like irritable bowel syndrome, fatigue, memory loss, brain fog, bruise easily, blurred vision, rashes on eyelids, and weight gain. FDA safety report ID# (B)(4).